Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). The following event is considered a sudden change in therapy/symptoms. Patient called in to inquire about feeling stimulation in their butt cheek and don't know if they should make adjustments. A manufacture representative (rep) was there after surgery and explained everything, but the patient doesn't remember what anyone said because they were just coming out of being put to sleep. The patient is experiencing stimulation in the wrong location. They said they can feel stimulation stretched out from their tailbone and over to where they sit and feel it sometimes in the bike seat area. When laying down, the patient can feel stimulation in their butt cheek. They were on 0.9v after leaving the hospital after implant surgery. They said stimulation isn't uncomfortable, but they did try and make adjustments. Patient said they adjusted to 1.0v and then tried turning it up where it was stronger, and at one point, changed to program 2 where it may have been when it was strong. Patient mentioned they felt a pulling sensation that was really bad in the bike seat area and that it stopped the tingling in their butt cheek. The pulling was uncomfortable so they went back to program 1. Patient reports not having control and needs stronger stimulation because of medication they are taking. They report it has always been that way since taking the medication and is hoping the ins will give them a warning and not have to use so many pads. Patient also inquired about their patient programmer (pp). They wondered if their pp was supposed to be slow when connecting with their ins. They are a little rusty and not sure how to do it. They sometimes don't get directly over the ins and it seems slow to communicate with the ins when they got their pp. During the call, the patient was able to get the screen to come up and reports being on program 1; their pp is working as intended. It was reviewed that their pp shouldn't take very long to communicate. Patient will follow up with their healthcare provider (hcp) to discuss programs and concerns. Patient doesn't have an appointment yet, but they will wait and make some notes to discuss with their nurse practitioner. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were on program 1 which seemed to be working for her bowel, but she was still leaking urine which she could manage. The patient stated she expected an accident every on and again. The patient stated it seemed to be working good. Additional information from the healthcare professional reported they saw the patient on (B)(6).there were no further complications that have been reported as a result of this event.